Event description:
Urethral erosion. It was determined that the patient's left balloon had started to erode through the urethra. Upon review of original implant, it was determined that the balloons had been placement very proximal to the urethra.

Event description:
Urethral erosion. It was determined that the patient's left balloon had started to erode through the urethra.